Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was verified and the battery interconnect board was replaced to remedy the problem. The device was recertified and returned to the customer. The battery interconnect board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty fuse on the battery interconnect board. Analysis for reports of this type has not identified an increase in trend.